Event description:
Pt's spouse on the line, stating pt's pump sn (B)(4) keeps alarming for "no disposable clamp tubing." Checked multiple times if the cassette was attached correctly and the line was correctly secured. Pump kept alarming multiple times after each attempt to correct alarm. Advised we will send a replacement. Pt had already switched to back up which was working fine. No further info. The product fault did not occur while in use with a pt. The product issue did not contribute to pt or clinical injury. We replaced the device. Reported to (B)(6) by patient/caregiver. Dose or amount 17nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.